Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not powered on. The customer also reported the insulin pump could not exit from the low reservoir message before the blank display occurred. The customer's blood glucose was 110 mg/dl. Troubleshooting could not be completed for the insulin pump. The customer declined to return the insulin pump for analysis.